Event description:
Surgeon removed insert and femoral head. Replaced with new insert and head. Surgeon reported patient dislocating prior to revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: device inspection indicated there is evidence of edge loading on the insert rim. Review of the medical records indicated the shell was slightly retroverted and vertical. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon removed insert and femoral head. Replaced with new insert and head. Surgeon reported patient dislocating prior to revision.